Event description:
Received complaint from critical care fellow and resident. I realized the current a-line kit has issue (teleflex: ref; ra-04020-sp). According to the surgeons, the current a-line kit is not function properly; they cannot advance the catheter into the artery. The red hub is very hard to twitching and open. They were unable to insert the a-line on patient.